Event description:
The distal tip of the .018 guidwire detached in the pt's kidney during a nephrostomy drainage procedure. No retrieval attempts were made. It was reported in co's follow up the radiopaque marker on the sheath dislodged out of position. This resulted in the wire being over extended into the pt. The procedure was successfully completed with a second unit and the pt's condition is good. The sheath was returned, evaluated and retained by this MFR. The wire was not returned for evaluation. The engineering evaluation indicated the radiopaque marker band was 3.2 cm from the distal tip of the device. However, microscopic evaluation indicated the site of initial band placement was 6mm from the distal tip. The depth of the site of initial placement appeared to be uniform across its width and the radiopaque marker showed clear and even crimp marks around its circumference. The marker had flared slightly on its proximal edge, but was not otherwise damaged. The slight flaring of the marker band appeared to be the result of the movement of the band up the shaft of the sheath. The engineering evaluation indicated the radiopaque marker had been placed in accordance with all specifications. However, the movement of the marker along the shaft may have been the result of a difficult placement. Co's directions for use state: "advancement and or withdrawal of .018/.038" wires should be smooth and without resistance. Do not use excessive force. If resistance is felt, carefully remove wires and system as a unit."